Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 204 mg/dl. Insulin was squirting out during the manual prime process. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received missing end cap sticker and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.